Event description:
The clinician reports the implant was inserted (B)(6) 2011 in ada 19. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with fair oral hygiene. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.